Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: method, results, and conclusions codes. The product was not returned and no per-op images were provided, so an evaluation is unable to be performed. The post-op x-rays do show anterior position, however, this poor positioning could be due to either poor implant positioning, implant migration, or osteophyte reduction. No evaluation results are available and no conclusions regarding the cause can be drawn without further information concerning the initial placement of the device or the patient's condition. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The labeling was reviewed and malpositioning and post-operative device migration are known risks of the device.

Event description:
It was reported the implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and additional instrumentation was implanted. No additional patient consequences were reported.

Event description:
It was reported the implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and additional instrumentation was implanted. No additional patient consequences were reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and additional instrumentation was implanted. No additional patient consequences were reported.